Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was found to be flattened and bent. The damage did not prevent fluid from exiting the distal tip of the soft cannula. As a result of the damage, the soft cannula was measured to be out of specification, 27.53mm in length. No signs of leakage were found along the fluid path during the leak test. The timing or the cause of the soft cannula damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed.